Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -11.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: event corrected to-the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens diopter -11.50 into the patient's left eye (os) on (B)(6)2018. On (B)(6)2018 the lens was explanted and a new longer lens was implanted later due to low vault. The problem was resolved. The cause of the event was reported as unknown. Patient code corrected to: "3191- secondary surgical intervention, explant with post-operative implant of icl" in the initial MDR. Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim #(B)(4).